Event description:
It was reported that the patient presented via a remote merlin.net transmission. The pulse generator exhibited crosstalk. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).